Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation: event description: it was reported, the metal ring separated from a stent positioner. The stent positioner is part of a filiform double pigtail ureteral stent set. The patient was having a stent exchange. The doctor pulled the existing stent through the cystoscope part way out of the body so that the distal end was still in the ureteric orifice, but the proximal end was out of the urethra. Using the supplied wireguide, the doctor cannulated the stent (placed the wire through the existing stent in order to maintain access). Then backloaded the cystoscope onto the wireguide and took the supplied pusher, placed it over the wireguide which was now going through the cystoscope. There was an endoscopic cap which all of the disposables will be passed through at this point. The pusher was pushed through the cap and pulled back out. The pusher was pulled back out, and the new stent was placed over the wire and into the body. It was not noticed that the radiopaque ring had come off the pusher and stayed in the endscopic cap ¿ with the wire going through it. When the new stent was advanced, the ring then became lodged in the distal end of the new stent. This was unknown at the time. The stent was advanced as normal. To ensure the top curl had formed, the imaging was reviewed and it was identified there was something in renal pelvis attached to the curl of the stent. The stent was pulled out and the ring stayed attached about 7-8mm from the distal end of the stent. The ring was pulled off, and the stent was re inserted using a different pusher without issue. The was no adverse effects reported as a result of the complaint. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, specifications, and quality control data. The complainant returned one open package containing only the stent positioner for investigation. The stent and wire guide were not returned. The length of the positioner measured 47.5cm.the metal band pulled off the distal end of the positioner and was returned. The outside diameter of the positioner distal tip measured .110¿. Positioner tip outside diameter was below tolerance listed for the hole gage. The inside diameter of the metal band appeared uniform in shape and measures .110¿. Per drawing, for radiopaque markers inside diameter tolerance is .112 ¿+-.0005¿ indicating the inside diameter of the metal band is below tolerance. No visible damage noted on the positioner. A review of the device history record (DHR) found no non-conformances related to the reported failure mode for the set. The positioner lot was also reviewed and five nonconformance were noted. The tip inadequate, incomplete or missing could be related to the reported failure mode. The non conforming part was scrapped prior to shipment of the rest of the lot. A review of complaint history records shows no other complaints associated with the complaint device lot. The IFU was reviewed and no information related to this case was identified. The stent positioner was returned with no other components from the set. The metal marker band of the positioner was separated from the rest of the positioner. The outside diameter of the positioner distal tip (which retains the metal band) was measured to be under specification. The employee related to manufacturing this aspect was retrained to the current procedure. A review of manufacturing found quality controls to be in place, stent positioner tips are verified with a hole gage. The cause of the complaint is likely related to manufacturing. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: operating room (or) buyer. PMA/510k # ¿ preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during stent replacement of a chronically stented patient, using a filiform double pigtail ureteral stent set, the radiopaque ring on the stent positioner came off. The existing stent was pulled through the cystoscope, part way out of the body, so that the distal end was still in the ureteral orifice (uo), but the proximal end was out of the urethra. Using the supplied wire guide, the wire was placed through the existing stent in order to maintain access. The stent positioner was placed over the wire guide, which was now going through the cystoscope. There was an endoscopic cap which all of the disposables passed through. The stent positioner was pushed through the cap and pulled back out and the new stent was placed over the wire and into the body. The stent was advanced as normal. When they looked at the imaging to ensure the top curl had formed, they discovered there was something in the renal pelvis attached to the curl of the stent. When the stent positioner was pulled back out, and the new stent was placed over the wire and into the body, the radiopaque ring had come off the stent positioner and stayed in the endoscopic cap ¿ with the wire going through it. When the new stent was advanced, the ring then became lodged in the distal end of the new stent. The stent was removed from the patient. The ring remained attached approximately 7-8 mm from the distal end of the stent. The ring was pulled off of the stent, and the stent was re inserted using a different pusher without issue. No unintended section of the device remained inside the patient¿s body. The patient did the patient require any additional procedures due to this occurrence. No adverse effects to the patient have been reported due to this occurrence.